Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article, that during implantation of a zimmer znn cmn nail two lag screws were mal-positioned and one patient with a very narrow shaft experienced bone fracture. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. The correct znn screw placement, indications and contraindications are described in the surgical technique of the product. Root cause analysis: root cause determination using the rmw: inadequate reaming of the bone due to users applies too much pressure with the reamer removing too much bone tissue. => possible. A bone fracture due to use of too much pressure resulting in removing too much bone tissue cannot be excluded. However it is mentioned, that the patient has a very narrow bone shaft, which increases the risk of a bone fracture. Inadequate pressure on the bone due to users apply too high force when hitting the targeting guide with the slotted mallet leading to damage of the bone. => possible, it is unknown, during what step the bone fractured, however it cannot be excluded, that the user applied too much force when hitting the targeting guide. Impaction forces on bone due to users apply too high force with slap hammer on extraction adapter => possible, it is unknown, during what step the bone fractured, however it cannot be excluded, that the user applied too much force with slap hammer on extraction adapter. Failure of surgery due to missing/incomplete information available, misleading information of surgical technique and/or instructions for use. => not possible, surgical approach, indications and contraindications are described in the surgical technique of the product. Surgical technique or instruction for use are not questioned. Failure of surgery due to incomplete, missing, wrong and/or unreadable information on labeling => not possible, labeling is not questioned. Penetrate femoral head/lag screw won¿t fit due to drill too deep/ not deep enough w/o using stop device => possible, the surgical approach is unknown, therefore it cannot be excluded, that the surgeon drilled too deep. We consider the following statement from the journal article, that the patient has a very narrow shaft as most probable root cause for the shaft fracture. Error in positioning the lag screw cannot be related to an implant failure. The correct znn implant placement is described in the surgical technique of the product. The affected implants were not received for investigation; therefore the condition of the components is unknown. No surgical report of implantation or intra operative x-rays were sent. The only information which is available is what was given in the journal article. In conclusion, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. We consider this case (B)(4) closed. Should additional information received that changes the assessment a follow up report will be submitted.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown znn cmn nail trauma implant(catalogue number unknown) on an unknown side (exact date not reported). Currently, the patient is being monitored due to shaft fracture upon insertion and implant position error.